Event description:
Upon inspection of the unit by the service technician, it was identified that the breakaway head section was unable to lock and support weight due to a release bar that was bent and a missing pin.

Event description:
It was reported by repair work order that the customer alleged that the head section pins were missing. Upon inspection of the unit by the service technician, it was identified that the breakaway head section was unable to lock and support weight.

Manufacturer narrative:
Result: release bar.